Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported the implant in tooth location #19 fracture in the head of the implant and it was removed when patient came for check up.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one tapered screw-vent implant (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was bone residue around the external threads due to usage. Device history record (DHR) review for the lot (1220761) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1220761) for similar events (complaint category keywords: fracture: implant) and 1 other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.